Event description:
During follow-up, a loss of sensing and capture were observed on the right atrial (ra) lead. The physician suspected ra lead dislodgement. The ra lead was repositioned but electrical values were not satisfactory. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.